Event description:
It was reported that the infusion pump was being used to administer a diprivan solution to a post open heart pt. The pt still exhibited movement after titrating the infusion rate upward for approx. Two hrs. The pump was displaying a volume remaining to be infused of approx 40 ml, however the 100 ml container remained full. The pump door was opened and the IV tubing appeared "fan folded" at the pump head area. The IV tubing was reloaded appropriately through the pump and the infusion was continued without further incident. It was reported that the pt had increased bleeding as a result of the movement and at one point the surgeon considered returning the pt to surgery. However the blood drainage was autotransfused to the pt and once the infusion was restarted the pt returned to normal post op status and no add'l intervention was required.